Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2009 and (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent spinal fusion due to chronic back pain using rhbmp-2/acs in late 2010. Post-op, patient experienced intense and chronic pain. In early 2011, patient underwent second spinal surgery using rhbmp-2/acs. Patient suffered with post-op pain in his legs.